Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator turned on and off. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 16oct2018. Date of manufacturer: 12oct2018. Multiple attempts have been made to obtain information on the repair that have been unsuccessful. No parts were returned to philips for evaluation, therefore, a root cause could not be established.